Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, the patient tried the attentive profile alert on high and low. The patient reports the receiver vibrated and alerted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. Functional testing and a manual drop test was performed and the tests failed. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.